Manufacturer narrative:
No further investigation will be performed on this complaint. Indeed, the subject event does not meet the definition of a complaint, since the information received indicates that the computer on which the issue was presumed to have occurred is not a rosa one planning station manufactured or delivered by zimmer biomet. Furthermore, the reporter indicated that the software behaved as expected (shutdown when the software is exited. This complaint record will be closed without further action.

Event description:
Surgeon feedback provided pre-surgery. Surgeon does not want rosanna software to automatically shutdown computer after closing patient folder. No patient involvement, no incision made. No delay.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
Surgeon feedback provided pre-surgery. Surgeon does not want rosanna software to automatically shutdown computer after closing patient folder. No patient involvement, no incision made. No delay.